Event description:
Follow-up ((B)(6) 2013)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6 )2013, respectively with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. The returned test strips failed testing. The test strips were left exposed to the elements and there was reagent decay detected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(4) 2013, test strips- (B)(4) 2013.